Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded. Should additional information become available, a follow-up report will be submitted.

Event description:
The customer contacted baxter's technical service center regarding a check lines and bags alarm, which occurred on the homechoice (hc) during fill. The baxter technical service representative (tsr) had the cg push and twist the spike in the heater bag and supply bag. The cg stated solution was moving into the heater bag. Product surveillance contacted the cg on (B)(6) 2010. The cg stated therapy was resumed after resolving the alarm. No patient injury or medical intervention was reported. No additional information was provided.

Event description:
This is a spontaneous report by a baxter (B)(4) from (B)(6) of peritonitis in a patient coincident with peritoneal dialysis (pd) therapy. On (B)(6) 2010, the patient was hospitalized for peritonitis. On the same day, the patient received reflin injection (1 gm daily ip, ongoing) and novapime injection (1 gm daily ip, ongoing). The root cause of the peritonitis was unknown. It was unknown whether the peritonitis resolved. Dianeal therapy was ongoing. The nurse believed that the event of peritonitis was unrelated to dianeal therapy.

Manufacturer narrative:
(B)(4). A batch review was not performed as the lot number was unknown. A labeling review was performed and found to be adequate for the use error identified in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). The root cause of the system error 2240 alarm was improper set up. The baxter technical service representative reviewed proper procedures with the patient.